Event description:
During a coronary drug eluting stenting treatment procedure lesion crossing difficulties and stent damage occurred. In 2005 the target lesion was 90% stenosed and moderately calcified; it was located in the mid left anterior descending artery. The vessel had been predilated with an aqua 2.5 x 15 mm balloon. Following the dilation the residual stenosis was 40%. The taxus express2 3.5 x 12 mm drug eluting stent was advanced but could not cross the lesion in spite of deep-seating of the guide and other maneuvers. After withdrawing the stent, it was noticed the proximal struts were damaged. The physician was unable to complete the procedure as there was no another of the same device available. There were no reported pt complications.